Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip was obstructed and the vacuum was less than required during surgery. The product was replaced and procedure completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
The sample was not retained for return from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All tips are 100% visually inspected by trained operators using 30x magnification and are cleaned prior to being released. (B)(4).